Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 1 toothbrush head type eb15 used with suspect product. Toothbrush head confirmed to be counterfeit.

Event description:
Brushhead has come loose in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that an oral-b brushhead, version unknown, used with an oral-b rechargeable toothbrush, version unknown, had come loose in her mouth. She described that she had two pieces of steel in her mouth and the brush. This brushhead was from a pack of 4, and this was the second brushhead with which she had had this issue. No symptoms developed. (B)(6) 2015 product investigation results: the suspect product in this case was used with toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead has come loose in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that an oral-b brushhead, version unknown, used with an oral-b rechargeable toothbrush, version unknown, had come loose in her mouth. She described that she had two pieces of steel in her mouth and the brush. This brushhead was from a pack of 4, and this was the second brushhead with which she had this issue. No symptoms developed.